Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 19). The returned sample was visually inspected upon receipt. It was noted that all the tubing had been removed prior to the return. No anomalies were noted to the blood outlet port. Additional information was received that the line was not tie banded and the customer stated that the new protocol is to tie band all connections. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxy in line blew off while on pump. *there was a blood loss of 1500cc *product was changed out *procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 10, 2024. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.